Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating while performing preventative maintenance (pm), it was observed that the device got an error code 1101 unexpected shutdown/restart error message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) replaced the cpu printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.